Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician pre-dilated the moderately calcified, mildly tortuous lesion with a bsc 2.50x10mm cutting angioplasty balloon, followed by balloon dilatation with a competitor's unspecified balloon. The physician then advanced a taxus liberte 3.00x32mm drug eluting stent to the target lesion. "After 2 unsuccessful attempts to cross lesion, the stent (delivery system) was withdrawn. It was then that doctor and scrub nurse noticed that stent became flared at the proximal end." It is reported that the physician then dilated the lesion with the unspecified balloon angioplasty catheter. The physician then completed the procedure with a new taxus liberte 3.00x32mm drug eluting stent. There were no reported patient injuries or complications. The patient's condition is reported as "stable."